Event description:
The patient reportedly had been at the hospital three times with withdrawal symptoms (dates not specified), and they thought they were dying. The patient also noted that they had gone to three emergency rooms (ER). One ER found the patient was having gallbladder issues. Their gallbladder was removed, but they were still having symptoms. They were given anti-nausea medications prior to the removal of their gallbladder. Nobody could figure out what was wrong with them. Ever since they went to the hospital they had a ¿dread over them¿, and they were worried about everything. They could not go to sleep. When they did, they had really weird nightmares about their family. The nightmares had been going on for about two months. They could hardly stand, and they felt like they were having a heart attack. They had a warm achiness going through their chest, legs, and arms. Everything checked out fine, and nobody could figure out what was wrong. One doctor stated that it was like the patient was going through withdrawal. The patient was also on nerve medications for anxiety. This began two months ago. Their symptoms started prior to the medication changes made on (B)(6) 2014 and prior to their gallbladder removal (date not specified). The patient had a refill on (B)(6) 2014. The patient had ¿a lot of changes¿ with their pump which they did not understand. They had not requested an increase with their medicine, but then their healthcare provider (hcp) told them they were making changes with all of the pump patients to keep them from getting addicted. The patient stated they did not know how they could get addicted when it was ¿locked¿. Their doctor increased their intrathecal dose and the patient was put on hydrocodone pills (norco) to keep them from going through withdrawals. Their doctor reportedly locked them out, and their printout did not tell them how long they were locked out for like it normally did. The patient wanted to know why these changes were made and noted their hcp was having them return every month. The patient clarified that they had a personal therapy manager (ptm) and with regards to being ¿locked out¿ they were referring to the display of code 8503 (the physician bolus lockout which occurs after a pump has been updated). The patient noted they previously had the potential to obtain boluses from their ptm once every four hours and up to six per day. Their hcp changed the settings so they could only bolus twice per day. The patient was 1.5 hours away and could not easily make trips to their healthcare provider¿s office, mentioning ¿something about motion detectors¿. The patient¿s refills used to be every three to four months. Going forward refills were going to be every four to six weeks. The patient¿s next refill was on (B)(6) 2014. They were ¿about ready to have the pump taken out¿. The patient was going to speak with their pharmacist and primary care physician. The patient¿s primary care physician thought it was their nerves because they had been under a lot of stress. The patient used intrathecal morphine until one year ago. The pump currently contained dilaudid. Additional information regarding the patient¿s outcome, cause of symptoms, and troubleshooting was requested. Additional information reported the patient was in the hospital 3 different times with withdrawal in (B)(6). The patient made 3 different visits to 3 different hospitals. The hcp decreased everyone to only 2 boluses a day and she used at least 4 a day sometimes 5. The patient was vomiting, couldn't walk and had weird thoughts in her head and felt like she was dying. The patient was given a shot of dilaudid and she didn't get any better. The hcp gave her an rx of hydrocodone. The patient started out with morphine in her pump but dilaudid was in her pump when she was going through withdrawal. The patient was very pleased with her pump therapy and said it has worked well for her.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).